Event description:
The customer reported that she was hospitalized two years ago with a high blood glucose reading of 800 mg/dl and atrial fibrillation. The customer is no longer wearing the insulin pump that was being worn at the time of the event as it has been replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.